Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported to fresenius that they were experiencing constant issues with the new transducer protectors that come with the combiset bloodlines. The fa stated the transducer protectors do not tighten well, which causes air to get in the lines and the transducers to fill with blood. Additional information was obtained through follow-up with the fa, a registered nurse (rn). The fa stated they are experiencing ongoing connection issues with the new transducer protectors. The reported issue is interrupting and delaying treatments. The fa was unsure how many times this has occurred exactly; it's happening frequently. The fa said the reported issue is not specific to any single lot. Additionally, specific event dates were not provided. It was confirmed that this is not a staff-related issue. The staff are installing the bloodlines according to the instructions for use (IFU), and the transducers are being attached correctly. The fa stated the transducer protectors are too small and don¿t fit properly in the transducer port. This causes frequent air detector alarms, transmembrane pressure (tmp) alarms, and venous pressure alarms on the machines. The issue requires staff to change out the transducer protectors for the old ones which are known to work better, and treatments are then continued with no further issues. On occasion, patients are moved to different machines and re-setup with all new supplies. The fa confirmed patients are completing their treatments and there haven¿t been any blood loss events. It was also confirmed that there haven¿t been any adverse events. There are no issues with the machines; the fa confirmed the machines are functioning correctly. No actual samples were available to be sent back for manufacturer evaluation as they were discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.